Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case near the display window corners, broken battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a missing end cap sticker and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 115 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.